Manufacturer narrative:
The user experienced severe hyperglycemia requiring ems transport and hospital treatment while on ilet therapy. Severe hyperglycemia can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported ems involvement and treatment with insulin. Engineering log review was not provided for this event. Based on available information, the cause of the hyperglycemic event is unclear. The user experienced symptoms of weakness and inability to ambulate prior to transport. No device malfunction, incorrect dosing, or device-related issue was confirmed based on the available information. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 08-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 500 mg/dl following unknown user action. The user was transported to the emergency room where the user was treated with exogenous insulin and discharged (B)(6) 2026. No long-term health effects were reported.